Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is reportedly intermittently unresponsive when pressed. The patient claimed that the response from the pump when the button is pressed is delayed, as if the button was sticking. The patient denied any noticeable change in how the button feels and responds. In addition, she reported that the buttons spring up/down and click normally and the keypad is still intact. There was no adverse event associated with this complaint.